Event description:
It was reported the stimulation was in the wrong location. There was no known accident or incident related to this complaint. The pt was seen at the clinic. The hcp interrogated the system. The pt experienced a shocking/jolting sensation in the left leg. Palpating caused stimulation changes. Low impedance was reported (<50 ohms).